Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The proportional chain link was refitted, and the unit was returned to service.

Event description:
The hospital reported, during pre-use checkout, that when n2o is delivered the o2 does not come on automatically as expected. Therefore, the unit was able to deliver a hypoxic mix of gasses. There was no report of patient involvement.